Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump suggested a bolus of approximately 600 units of insulin. Review of the pump data log by tandem technical support could not confirm the alleged issue. Customer's blood glucose was approximately 70 mg/dl.